Event description:
Healthcare professional reported a left side "rupture" of a non-allergan breast implant. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).